Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. The lot number information was not available. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. The lot number information was not available. The device was returned foe evaluation.